Event description:
The customer reported that the system would not display a fluoroscopy image on the left (live) monitor. This issue will cause the system to be unusable due to a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced some circuit boards. The system operates as intended.